Event description:
It was reported the pace/sense portion of the lead was exhibiting high and unstable impedances. As a result, this portion of the lead was capped and replaced with a pace/sense lead. During the lead revision procedure, the physician noted blood ingress into the header of the device. A new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; grommet damage observed.